Event description:
Hospital advised that oxytocin was set up to infuse at a rate of .05 ml/hr. The pump freeflowed, user advised the pump was observed to be delivering "at wide open rate" this occurred at about 8:30 am. The pt developed uterine hyperstimulation, and was given terbutaline, i.v. Hydration and oxygen as medical intervention. The pt was stabilized.